Event description:
One pt sample with discrepant magnesium results. Initial result gave 2.6 mg/dl; repeat gave 1.7 mg/dl. Erroneous result was not reported. The field svc rep determined the cause of the discrepancy was due to a hole in the tubing on rinse mechanism 1 position 1, causing poor vacuum, and replaced tubing. Performance test were performed and within specification.